Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture anomalies and bipolar lead impedance >1990 ohms. Lead fracture was observed on x-ray.